Event description:
Spontaneous. Patient reported part of her pump is broken. Unknown if md is aware. No missed doses or adverse events reported. Pump available for return. No further information. Reported to (B)(6) by: patient/caregiver.